Event description:
Info received indicates the ground loss light is flashing.

Manufacturer narrative:
The technician found the ground pin missing on the power cord. The technician replaced the power cord to repair the bed.